Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen.5 stat assay and elecsys probnp ii immunoassay results for 3 patient samples on a cobas 6000 e 601 module. The initial results were reported outside of the laboratory. The doctor questioned the results and the samples were repeated. Patient 1 had an initial troponin result of 34.07 ng/l. The sample was repeated on another analyzer and the result was 70.19 ng/l. Patient 2 had an initial troponin result of 124.2 ng/l and an initial probnp result of 8462 pg/ml. The sample was repeated on another analyzer and the repeat troponin result was 33.83 ng/l and the repeat probnp result was 30294 pg/l. Patient 2 had a second sample collected and the initial troponin result was 13.32 ng/l. The sample was repeated on another analyzer and the result was 31.46 ng/l. The repeat results were deemed correct. The troponin reagent lot is 630063. The probnp reagent lot is 630703. The expiration dates were requested but not provided.

Manufacturer narrative:
Calibration was last performed on 22-jan-2023. The alarm trace showed multiple abnormal sipper movement alarms around the time the affected samples were processed. On 24-jan-2023 the probnp qc was out of range (high). The field service engineer (fse) found that a sipper pinch valve was damaged and replaced it. The customer ran calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.